Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("the right essure device appears to extend towards the myometrium."), pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), alopecia ("hair loss"), migraine ("migraines"), weight increased ("weight gain"), anxiety ("anxiety"), the first episode of tooth disorder ("dental issues"), nausea ("nausea"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), colitis ulcerative ("ulcerative colitis"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), the second episode of tooth disorder ("dental problems"), abdominal distension ("bloating") and arthralgia ("joint pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on 26-oct-2016. At the time of the report, the embedded device, pelvic pain, autoimmune disorder, depression, alopecia, migraine, weight increased, anxiety, nausea, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, colitis ulcerative, bladder disorder, urinary tract disorder, the last episode of tooth disorder, abdominal distension and arthralgia outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, autoimmune disorder, bladder disorder, colitis ulcerative, cystitis, depression, embedded device, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, bladder infection, vaginal infection, ulcerative colitis, bladder problems, urinary tract disorder, dental problems, bloating, joint pain added.reporters,lab data added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("the right essure device appears to extend towards the myometrium."), pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage, hypertension, anxiety and depression. Concomitant products included tizanidine and venlafaxine (effexor). On (B)(6) 2007, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), arthralgia ("joint pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), alopecia ("hair loss"), migraine ("migraines"), weight increased ("weight gain"), anxiety ("anxiety"), tooth disorder ("dental issues"), nausea ("nausea"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), colitis ulcerative ("ulcerative colitis"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), toothache ("dental pain"), abdominal distension ("bloating"), headache ("headache"), fatigue ("fatigue"), vulvovaginal mycotic infection ("yeast infections") and dental caries ("cavities"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, autoimmune disorder, depression, alopecia, weight increased, anxiety, tooth disorder, nausea, cystitis, vaginal infection, colitis ulcerative, bladder disorder, urinary tract disorder, toothache, abdominal distension, fatigue and dental caries outcome was unknown, the pelvic pain, migraine, vaginal haemorrhage, menorrhagia, arthralgia, headache and abdominal pain had resolved and the urinary tract infection and vulvovaginal mycotic infection was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, autoimmune disorder, bladder disorder, colitis ulcerative, cystitis, dental caries, depression, embedded device, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, toothache, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion on (B)(6) 2008: unilateral occlusion (right tube occluded) and healthcare provider told that first test showed spillage on the left. Did another test 3 months later that showed total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events headache, fatigue, yeast infections, abdominal pain , dental pain & dental cavity were added. Lab data updated. Concomitant & historical conditions drugs were added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right essure device appears to extend towards the myometrium.'), pelvic pain ('pain') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, hypertension, anxiety, depression, chronic granulomatous disease and parity 2. On (B)(6) 2008: unilateral occlusion (right tube occluded) and healthcare provider told that first test showed spillage on the left. Did another test 3 months later that showed total bilateral occlusion. Concomitant products included ibuprofen, tizanidine and venlafaxine hydrochloride (effexor). On (B)(6) 2007, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), arthralgia ("joint pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), alopecia ("hair loss"), migraine ("migraines"), anxiety ("anxiety"), tooth disorder ("dental issues"), nausea ("nausea"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), colitis ulcerative ("ulcerative colitis"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), toothache ("dental pain"), abdominal distension ("bloating/stomach bloating"), headache ("headache"), fatigue ("fatigue"), vulvovaginal mycotic infection ("yeast infections"), dental caries ("cavities"), condition aggravated ("she's having bad flare up with her uc"), dehydration ("dehydration"), abdominal pain upper ("one side of her stomach hurts") and dysmenorrhoea ("cramps while on her period") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, autoimmune disorder, depression, alopecia, weight increased, anxiety, tooth disorder, nausea, cystitis, vaginal infection, colitis ulcerative, bladder disorder, urinary tract disorder, toothache, abdominal distension, fatigue, dental caries, condition aggravated, abdominal pain upper and dysmenorrhoea outcome was unknown, the pelvic pain, migraine, vaginal haemorrhage, menorrhagia, arthralgia, headache and abdominal pain had resolved and the urinary tract infection, vulvovaginal mycotic infection and dehydration was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, anxiety, arthralgia, autoimmune disorder, bladder disorder, colitis ulcerative, condition aggravated, cystitis, dehydration, dental caries, depression, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, toothache, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Magnetic resonance imaging - on an unknown date: severe inflammation in colon. Concerning the injuries reported in this case, the following ones were reported via social media: dehydration, condition aggravated, abdominal pain upper, dysmenorrhoea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Reporter information, lab data, medical history added. Events: she's having bad flare up with her uc, dehydration added. Fu 3, 4 and 5 processed together. On (B)(6) 2019: social media received. Reporter information, concomitant drug added. Events: cramps while on her period, one side of her stomach hurts added. On (B)(6) 2019: pfs received. No new information added incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), alopecia ("hair loss"), migraine ("migraines"), weight increased ("weight gain"), anxiety ("anxiety"), tooth disorder ("dental issues") and nausea ("nausea"). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, depression, alopecia, migraine, weight increased, anxiety, tooth disorder and nausea outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, migraine, nausea, pelvic pain, tooth disorder and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.